Event description:
It was reported that a missing needle occurred. The sensor was inserted into the abdomen on (B)(6)2024. The product was evaluated. An external visual inspection was performed and failed due to sensor wire detached. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a missing needle occurred. The sensor was inserted into the abdomen on (B)(6) 2024, a photograph was provided for investigation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).